Manufacturer narrative:
(B)(4). Results: communication with the device as received was unsuccessful when using a patient programmer and greyscreen utility. The ipg casing was cut open to allow electrical analysis. A measurement of vbat+ voltage on both sides of fuse f1 confirmed the fuse was electrically open, which did not allow a regulated voltage to be produced by the voltage regulator u3. The regulated voltage (vreg) is used throughout the ipg electrical circuitry including the stimulation and communication circuits. The root cause of the damaged fuse was not ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation and the patient programmer was unable to communicate with the ipg. A replacement programmer did not resolve the issue. In turn, the patient underwent surgical intervention to explant and replace the ipg.